Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The reported condition of failure code 500:320:654 was confirmed but not reproduced. The reported condition is due to corrosion on the phm (pump head module) keypad. The phm was replaced to correct the reported condition. (B)(4)

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 500:320:654 found during biomed service. The facility representative stated that there were no reports of patient injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available. During baxter quality engineering review of the event history on (B)(4), 2010, it was determined that the reported condition occurred during delivery.